Manufacturer narrative:
(B)(4). The rt205 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The complaint rt205 is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a distributor that an rt205 adult inspiratory heated breathing circuit heater wire was found to be electrically open circuit during use. No patient consequence was reported.